Event description:
The caller reported that he did not have details but the issue was a tube hub separation. The caller reported that he was told that the tube was in a pt for 3 days prior to the issue.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant info, a follow-up report will be submitted.